Event description:
(B)(4). Initial report: this non-serious, spontaneous report was received from a consumer via our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). A (B)(6) female pt reported that she was administered sculptra in (B)(6) 2007. Since that time, she is presenting with nodes in the region of her neck. She has used sculptra in the past with no reaction. Her physician has knowledge of this case but his contact info was not provided. The physician instructed the pt to massage the area. Add'l info received on (B)(6) 2007: global ptc #(B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, and investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical result of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable.